Manufacturer narrative:
The device was not mounted correctly on the toilet and the child was apparently not well supervised during the incident.

Event description:
The customer attempted to use the e808 toilet seat on a hotel toilet event though the hotel toilet was too large, making it impossible to mount the seat correctly. The e808 toilet seat slid off and the child fell and fractured her skull.